Event description:
It was reported that during a transcatheter procedure involving the vlv evolutfx-29, several complications occurred. Prior to the implant, a balloon valvuloplasty was performed due to calcification. During the procedure, there was a left ventricle perforation, as well as cardiac tamponade. Per the physician, the non-medtronic support wire caused the perforation and a contributing factor included the patient's small hypertrophic ventricle. A pericardial window was performed as an intervention, and observation was planned as further treatment.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the vlv evolutfx-29, several complications occurred. Prior to the implant, a balloon valvuloplasty was performed due to calcification. During the procedure, there was a left ventricle perforation, as well as cardiac tamponade. Per the physician, the non-medtronic support wire caused the perforation and a contributing factor included the patient's small hypertrophic ventricle. A pericardial window was performed as an intervention, and observation was planned as further treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.